Event description:
It was reported that stopper pull out occurred with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "this email is intended to report an out of specification condition for 2nd stopper pullout force observed on bd sst tube cat#368967 made in plymouth UK while performing the stopper pullout product confirmation testing at bd franklin lakes r&d lab. The bd sst tube cat# 368967, lot # 8036957, were sourced from bd pas plymouth and were sterilized at nominal (~22 kgy) and maximum dose (~32 kgy) for x-values and 2nd stopper pullout testing as required per CAPA. This out of specification observation occurred during the maximum irradiation dose testing. The stopper pullout testing at maximum irradiation dose for acd tube cat# 367756 did not meet the specification requirement for mean and individual values for 2nd stopper pullout forces. The mean 2nd stopper force for the maximum dose is 0.623lb which does not meet the required 2.2lbs. In addition, there were 26 samples from maximum dose that did not meet the individual values of equal to or greater than 0.7lbs. The root cause were found to be the excess stopper lubrication resulting in stopper creep out."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos showed a tube without its cap/stopper on. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to stopper pull out as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retention samples, the customer¿s indicated failure mode for stopper pull out with the incident lot was not observed as all samples met the required specifications. The photos attached show only a tube without its cap/stopper on. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper pull out occurred with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "this email is intended to report an out of specification condition for 2nd stopper pullout force observed on bd sst tube cat#368967 made in plymouth UK while performing the stopper pullout product confirmation testing at bd franklin lakes r&d lab. The bd sst tube cat# 368967, lot # 8036957, were sourced from bd pas plymouth and were sterilized at nominal (~22 kgy) and maximum dose (~32 kgy) for x-values and 2nd stopper pullout testing as required per CAPA. This out of specification observation occurred during the maximum irradiation dose testing. The stopper pullout testing at maximum irradiation dose for acd tube cat#367756 did not meet the specification requirement for mean and individual values for 2nd stopper pullout forces. The mean 2nd stopper force for the maximum dose is 0.623lb which does not meet the required 2.2lbs. In addition, there were 26 samples from maximum dose that did not meet the individual values of equal to or greater than 0.7lbs. The root cause were found to be the excess stopper lubrication resulting in stopper creep out."